Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported communication could not longer be established between the scs ipg and external devices (charging system and pt programmer). It was noted the last time the pt had successfully charged the ipg was in (B)(6) 2012. The pt has since lost stimulation ((B)(6)). Add'l charging systems and pt programmers were tried to no avail. Surgical intervention will be undertaken at a later date to resolve the issue.